Event description:
The complainant stated he received a shock when he touched the zoneaire unit. He believes it is a static shock. There was no injury.

Manufacturer narrative:
The technician isolated the issue to a loose wire on the transformer. He reconnected the wire to the transformer to repair the surface.